Event description:
It was reported that the pt complained that the speech processor was no longer functioning in 2004. All the external equipment was exchanged but without resolution of the problem. Further testing confirmed that the implant was malfunctioning.